Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported a sudden change in therapy. The patient stated that the device had been working well and then all of a sudden she started having "floods." The patient confirmed that she does feel stimulation in the correct area and had been gradually increasing stimulation. The patient thought that the day previous to the call she had increased stimulation from 1.1 to 1.6. It was reviewed with the patient that it can take time for the body to respond to changes in therapy and that the patient should follow-up with their healthcare provider if their symptoms do not improve. The patient stated that should would follow-up with her healthcare provider to determine what program would be best for her and may call back for additional assistance if required. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.